Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device check, patient experienced two inappropriate shocks from the device while sitting in the waiting room. Device interrogation revealed atrial fibrillation with rapid ventricular rates. Programming changes were made to adjust the ventricular fibrillation zone settings. Medication adjustments and cardioversion was planned. The patient was stable.